Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument firing knobs were retracted and the articulation lever was disengaged from the rotation collar. Visual inspection of internal components revealed sheared teeth on the firing rack. Functionally, the instrument was successfully loaded with a re presentative single use loading unit (sulu). The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Due to the noted disengaged articulation lever the articulation function could not be tested. It was reported that the product was returned without a reported complaint. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue can occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lung lobe during a laparoscopically video assisted thoracoscopic lobectomy, when reload was loaded and engaged for firing, the stapler could not be fired at all even when the handle was squeezed completely. The jaws of the device also locked on tissue and was removed by retracting the black knob and opening the jaws. Another handle and reload were used to complete the case. There was no patient injury. Medtronic's initial evaluation of the reported condition of the broken articulation lever suggests that instrument was applied to a thick tissue and/or over obstruction; when trying to articulate the articulation lever, excess of torque and over thick tissue/obstruction causing the damage observed in the instrument.